Event description:
A report was received that the patient was experiencing discomfort with the current placement of the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort with the current placement of the ipg. The patient will undergo a pocket revision procedure.